Event description:
New information received notes that the right ventricular lead exhibited low defibrillation impedance prior to lead revision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but was not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing noise episodes resulting in inappropriate shock. In addition, it was also noted that the lead failed to deliver high voltage shock therapy. The lead was capped and replaced on (B)(6) 2020. The patient was stable. Further information was requested but was not provided.